Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross connect system was selected to be used. The septum was aneurysmal and challenging. The versacross guidewire was able to pass through the septum, but the was/dilator had difficulty crossing. The procedure was aborted at this time and a small effusion was noted via echocardiography. No intervention needed and the patient was admitted overnight for observation. The patient is expected to fully recover.